Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a 7300tfx25mm valve implanted in the mitral position concomitantly with left atrial appendage (laa) clot removal with laa ligation needed a re-do after seven (7) years and nine (9) months due to degeneration leading to issue in the leaflet opening with a high gradient of 19 mmhg. No vegetation, thrombus or paravalvular leak (pvl). Regurgitation was absent. The patient presented with severe pulmonary arterial hypertension (pah). The patient was noted as to be under treatment.

Manufacturer narrative:
H10: additional manufacturer narrative: the device was not returned to edwards for further investigation, therefore customer report of structural valve deterioration could not be confirmed by product evaluation. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.